Event description:
It was reported that patient complained about poor vision with post-operative (op) visual acuity (va) values being 6/18 with an intraocular lens (iol). His pre-operative va value was 6/9. His daily activities were significantly affected and the patient was temporarily impaired. An explant was performed in the patient's right eye. The iol is not available for return. There was no delay in treatment. There was no vitrectomy, incision enlargement, or sutures required. The patient is doing well and satisfied post-operatively. No further information was provided.

Manufacturer narrative:
Weight, ethnicity: unknown/ information not provided. Date of event: unknown/ not provided. Best estimate date is between (B)(6) 2021-(B)(6) 2021. Telephone number: (B)(6). The device was not returned for evaluation as it is not available; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempt was made to obtain missing information; however, the account did not provide the information. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.